Manufacturer narrative:
E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim: when infusing the patient, the infusion was not smooth, and the inspection found that the needleless sealed infusion connector could not be properly vented.